Event description:
On (B)(6) 2025, an impulse dynamics field representative reported that a patient implanted with an osm ipg had their device explanted the day prior. This patient had previously reported feeling "palpitations" in months prior, but after investigation by ID staff and the patient's physician and clinicians, including a review of osm ipg logs, it was concluded the source of these palpitations was pmt induced by the patient's concomitant ICD. The patient had also previously complained of a fast heart rate, the root cause of which was found to be incorrect programming of the patient's ICD. Given these previous problems, and at the insistence of the patient, the physician elected to have all of the patient's cardiac implants removed, including the osm ipg despite no demonstrated problems. The explanted osm ipg was returned to ID USA in marlton, nj on december 22, 2025, and is currently pending decontamination at an approved decontamination facility. While there had not been any reported issues with the ipg, it will be subject to a full product evaluation by ID investigators after decontamination.